Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer stated the fill estimate was inaccurate. During troubleshooting with tandem technical support (cts), cts reviewed pump data and was unable to confirm fill estimate discrepancy. There was no impact to the customer's blood glucose level.